Event description:
User receiving low results for sodium for approximately 150 patient samples. Six examples were provided. Sample 1 initial result 133 mmol/l, repeat 139 mmol/l. Sample 2 initial result 134 mmol/l, repeat 141 mmol/l. Sample 3 initial result 130 mmol/l, repeat 137 mmol/l. Sample 4 initial result 121 mmol/l, repeat 130 mmol/l. Sample 5 initial result 135 mmol/l, repeat 141 mmol/l. Sample 6 initial result 132 mmol/l, repeat 139 mmol/l. Initial results were reported. User states he is not sure if any patients had been treated based on these results. User did not report any adverse events. The field service representative determined the ise sipper probe was hitting the side of the ise bath and adjusted the sipper probe. Performance tests were performed. If additional information is received, appropriate notification will be provided.